Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the sensitivity of the external pulse generator was out of specification and that it was not pacing at the set rate. It was further requested that it receive its test and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the sensitivity of the external pulse generator was out of specification and that it was not pacing at the set rate. It was further requested that it receive its test and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Approximately  6 weeks ago, a field corrective action was initiated for the suspect medical device noted which may involve intermittent performance of certain pacing functions. Product event summary: analysis was unable to confirm the customer comments of sensitivity and pacing out of specification, during analysis the device passed all incoming tests with no anomalies found. (B)(4).

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comments of sensitivity and pacing out of specification, during analysis the device passed all incoming tests with no anomalies found.

Event description:
It was reported that the sensitivity of the external pulse generator was out of specification and that it was not pacing at the set rate. It was further requested that it receive its test and calibration. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.